Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on maryland bipolar forceps instrument came off loose. Surgeon had poor control from surgeon side console (ssc). The procedure was completed with no reported injury. Isi followed up with initial reporter and obtained following additional information: the surgeon no longer remembered which direction the instrument was moving. The instrument would not open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which does not show any related or duplicate complaints. A review of the instrument log confirmed: system (B)(4) during sacrocolpopexy surgical procedure. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID (B)(4).